Event description:
Pt was implanted with three vascular prostheses: two intervascular intergard prostheses and one vascutek graft for which very limited info was provided. Intergard prostheses were inplanted in replacement of the two renal arteries. The vascutek graft was implanted in aortic position. At the time of implantation, physician soaked the graft in saline solution and noticed foam or bubbles in the saline solution. Note that graft soaking is not provided in intervascular product instructions for use. Note also that this is the first time that such an event has been reported to intervascular. After implantation, pt had a renal insufficiency which is not unexpected in this type of vascular surgery and underwent dialysis. It should be noted that as of today the pt left the hosp and no additional complications has been reported. In summary, physician soaked the graft in a saline solution which was contrary to instructions for use and noticed foam/bubbles. There is no mention of any soaking in the instructions for use. Intervascular has no understanding of the effect of such a soaking.